Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09203. The pt received the scs system on (B)(6) 2009. It was reported the pt was unable to increase stimulation past perception. A full parameter diagnostic indicated several contacts have high impedance values. Pt did not report any falls, but mentioned she has lost significant weight over the last three months. Additionally, the pt reported she experiences a burning sensation at the battery site while charging the system. The pt is working with her physician to determine the next course of action. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.